Manufacturer narrative:
H3, h6: a software analysis was initiated. The analyst reviewed the logs and confirmed that the site performed a spinalfusion procedure using imaging system auto-registration and no errors were observed in the logs. There was no evidence captured for the cause of inaccuracy in the logs. The analyst reviewed the archive and it had only one computer tomography (CT) exam, consisting of 192 slices with a spacing and thickness of 0.83 mm. However, it was found that there was insufficient information to determine root cause of reported behavior. The software logs are not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. Previous reported codes b01, c19, and code d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site took a navigated spin with the imaging system and navigation system. They placed four total screws, l4 and l5 with screws on both the left and right sides. A confirmation x-ray with a c-arm revealed that all four screws were inaccurate by 6-7mm inferiorly to the where they were thought to be placed, leading to the removal and manual re-placement of all four screws by the surgeon without the use of the navigation system. There was no reported patient impact, however there was a risk for lower leg weakness due to the misplacement of the screws. Additionally, the covers of the system were damaged prior to the beginning of the case. There was a one-hour delay in surgical time. Additional information was received. It was reported that the patient had temporary right foot weakness but was mostly recovered at this time due to the replacement of screws.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, software version: 2.1.0 work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found. Codes b01, c19 and d14 are applicable. Multiple annex f codes have been reported - f1905: applicable to the screw revision. F1906: applicable to the aborted navigation. F1908: applicable to the delay in surgery. F11: applicable to the minor injury of temporary right foot weakness. Multiple annex e codes have been reported - e1621: applicable to the temporary right foot weakness. E2015: applicable to screw revision. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.